Event description:
It was reported by service report that the right rail handle was cracked with sharp edges. No patient involvement or adverse consequences are reported.

Manufacturer narrative:
Cracked handle with sharp edges.